Manufacturer narrative:
The device was received for evaluation. During evaluation a white screen display was observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. The cause was identified to be a damaged liquid crystal display (lcd) caused by an external influence. The lcd requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device had a white display. No additional information is available.